Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for evaluation. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open. There was no pt injury. Further questions have been asked, but no response has been received from the site.